Event description:
It was reported that multiple altitude alarms occurred.reportedly, the customer did not request troubleshooting at this time.there was no reported impact to the customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.